Event description:
It was reported that the programmer's cursor would not follow the stylus touch pen's path on the lower left hand part of the screen. It was additionally reported that the programmer's screen appeared scratched. It was indicated that the programmer would be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "cursor will not follow pen path on the lower-hand part of the screen" and "it appears the screen is scratched." A stylus calibration did not resolve the issue and it was noted that the touch screen needed to be replaced. Additionally an error was found in the update history. The bezel assembly (touch screen) was replaced and calibrated, new software was installed, the device was cleaned and it passed its electrical safety test and all final functional and systems tests.

Event description:
It was further reported that the product had been returned to service.